Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced difficulty turning on the pump screen. Reportedly, the pump was in a case. There was no reported impact to blood glucose.